Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2022 due to instability. Approximately 136 days after the first surgery. The surgeon explanted ø40+9 stability cup, centered glenosphere and anchor base. The surgeon implanted ø 40+9 stability cup, eccentered glenosphere, humeral spacer and ø 36/14 stem.

Event description:
Patient was revised on (B)(6) 2022 due to instability. Approximately 136 days after the first surgery. The surgeon explanted ø40+9 stability cup, centered glenosphere and anchor base. The surgeon implanted ø 40+9 stability cup, eccentered glenosphere, humeral spacer and ø 36/14 stem.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.